Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® aaa endoprosthesis. It was reported that during stent withdrawal from the iliac artery, the olive tip detached from the delivery catheter¿likely due to increased traction applied by the physician. The component remained on the guidewire and was successfully retrieved using a snare device. The patient experienced no harm and tolerated the procedure. The olive tip detaching in the iliac was due to the patient's tortuosity.